Event description:
It was reported that a malfunction with code malf 0 occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within the normal range. Technical support provided the customer with instructions to reset the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the issue recurs, which the customer understood and agreed to.